Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 11 days after the implant procedure, the patient experienced phrenic nerve stimulation due to the left ventricular lead and chest wall stimulation, reproducible with both right and left ventricular lead pacing. The leads' outputs were lowered and they remain in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest pain due to the stimulation.